Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. As a result, customer experienced "insertion site infection", "it felt hot", "cellulitis", "pain", and received third-party treatment of an unspecified "antibiotic" (type/dose unspecified) by a healthcare professional (hcp). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Sensor kit expiration date is 31 mar 2023. Medical event date is 31 may 2023, which confirms device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported, with wear of the abbott diabetes care (adc) device. As a result, customer experienced "insertion site infection", "it felt hot", "cellulitis", "pain". And received third-party treatment of an unspecified "antibiotic" (type/dose unspecified), by a healthcare professional (hcp). There was no report of death or permanent injury associated with this event.